Event description:
It was reported that (1) device was used during a laparoscopic radical prostatectomy. It was reported by the rep that the lcsc5 shears started to lock out after they had been used for about 2 hours into the case. Another instrument was used to complete the case. There was no consequence to the pt.